Event description:
It was reported that the tip of the wire broke off and was snared. The target lesion was located in the mildly calcified left superficial femoral artery. A 300cm v-14 control wire was used together with a rubicon guide catheter. During withdrawal, after balloon angioplasty, there was trouble removing the device as the distal tip of the wire got stuck. A rubicon was used to unfold the device but the tip broke off. Subsequently, the rubicon and some of the wire was removed. The fractured part of the wire was snared. Per physician's opinion, the wire was defective and that it was not being forced in anyway. The procedure was completed successfully. No further complications reported and the patient has fully recovered.